Event description:
Boston scientific received information that this pacemaker dependent patient presented to the emergency room after loosing consciousness for several minutes. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements. An x-ray was taken but did not reveal any significant findings. The patient was asked to follow-up with an electrophysiologist in the next few weeks. The cause of the syncope was unable to be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.